Event description:
Laparoscopic cholecystectomy - "it was observed that the balloon on the trocar would not stay inflated. The port slipped out of the umbilical port site three times, and was reinserted into the wound three times. Bleeding observed at the port site throughout the case. Once the specimen was retrieved arterial bleeding was observed. The wound was sutured and haemostasis was achieved." Type of intervention (if required): "exploration of the umbilical wound and haemostasis was achieved." Patient status: "stable."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.